Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during fill one on the home choice (hc). The home patient (hp) was connected at the time of the event. The care giver (cg) stated the heater line became disconnected and they reconnected the line. The technical service representative (tsr) had the cg close all the clamps and cycled power. The tsr explained the alarm and advised the cg to start over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that occurred when the heater line became disconnected during therapy. The cause of the disconnection could not be determined. Should additional relevant information become available, a follow-up report will be submitted.